Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered. The wireless software update was performed but was unable to clear the eri message. The device is providing therapy.

Manufacturer narrative:
Device code corrected.

Event description:
A review of the clinician programmer logs identified that the device will need to be replaced. Surgical intervention may be pending to address this issue.